Event description:
Related manufacturing reference number: 2017865-2023-52598. It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high capture threshold. It was also noted that the rv lead exhibited low r waves. The leads were explanted and replaced. The patient was stable.